Event description:
It was reported there was an error in the power supply. There was no patient involvement.

Manufacturer narrative:
The philips distributor technician evaluated the device onsite, finding the pca processor and pca battery connection require replacement. The cause of the reported problem was due to component failures (pca processor and pca battery connection). The parts were replaced, returning the device to full functionality. It has been concluded that no further action is required at this time.

Event description:
It was reported there was an error in the power supply. Patient involvement is unknown.